Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: the patient admitted (B)(6) 2014 with sternal pain and hgbn of 84.8 mg/dl & ldh 898 iu/l. Patient treated with IV fluids, heparin and integrillin and discharged. The patient presented again (B)(6) 2014 with dark urine and fatigue with a hgbn of 325.5 mg/dl and 1778 iu/l. Ldh peaked at 2592. Pump exchange was done on (B)(6) 2014.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after 52 months of support on the lvad, the pt underwent a pump exchange due to hemolysis. Prior to the pump exchange the pt reportedly had dark urine and laboratory work showed elevated lactate dehydrogenase (ldh) levels.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
The pump was returned with the percutaneous lead cut into four segments. The inflow conduit and outflow graft were not returned. Examination of the pump blood-contacting surfaces found denatured, tissue-like thrombi in two of the rotor vanes. The tissue did not show laminated layering, indicating that the thrombi did not form on the rotor. Examination of the outlet stator found two small, tissue-like depositions between the bearing ball and the stator blades. The color and texture of the depositions appeared identical to the tissue-like thrombi found on the rotor, indicating that the depositions may have initially been part of the rotor thrombi. Although the evaluation could not conclusively determine the origins of the thrombi, the observed thrombi would have contributed to the reported hemolysis. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. The percutaneous lead segments appeared unremarkable, and electrical continuity testing did not reveal any discontinuities or shorts. The pump was operated on a mock circulatory loop and functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.